Manufacturer narrative:
The device is a class I exempt device. The device was not returned to the manufacturer as of the date of this report, and was reported to be discarded by the use facility.

Event description:
It was reported that during a procedure the device "snapped in the bone." The pieces were removed from the patient. Another device was used to complete the case. There was no known injury to the patient. It was believed that the procedure was a total knee arthroplasty. The device was reported to be discarded. Additional information was requested, but no additional information was received. A supplemental report will be sent if additional information becomes available.